Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable cardiac monitor (icm) had noise on the episode log. No intervention was taken to preclude further noise episodes. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted the icm exhibited undersensing. The patient is a participant of the reveal study.